Event description:
There were multiple attempts to correct the problem. The window (screen) "crashed" alarm code 600, and kept getting a repair with cd rom message. Rn called nxstage support with multiple attempts made to correct the problem. We then called biomed. They were on their way in. Notified personnel to borrow continous renal replacement therapy (crrt) machine. Cns called nephrologist to notify him this would cause interruption in his care.